Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results claim about: ¿patient did not recharge¿ was confirmed. As received the ipg did not communicate with a lab patient programmer. ¿ipg communication error 2501¿ was observed on lab patient programmer. Per product labeling, "if a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿ sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced (with a different model) on (B)(6) 2015. The patient will meet with an sjm representative on a late date to activate stimulation.

Event description:
It was reported the patient's ipg is inoperable due to the patient not recharging the ipg as recommended. An sjm representative met with the patient and confirmed the ipg is inoperable due to the external devices being unable to communicate with the ipg. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed stimulation was restored via the replacement ipg.